Event description:
It was reported that the burr became stuck. The 70% stenosed target lesion was located in a moderately tortuous and calcified artery. A rotapro was selected for use. During the procedure, the rotapro was noted to be stuck. The sheath was cut to attempt and remove, and a guidezilla was advanced to try and assist with removal. Upon advancing, the guidezilla could not go through the rotapro. The procedure was successfully completed using the original method and device. No patient complications were reported.

Manufacturer narrative:
E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.